Manufacturer narrative:
Results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. Visually inspected on uut (unit under test) assembly, there was damaged at the rear cover panel on both top corners. The uut was installed into avea test stand. Attempted to power user interface module on to user mode, blank screen issues were found. Disassembled user interface module to thoroughly inspect internal printed circuit board¿s, cables, and connectors, the inverter output voltage was measured 326/325 vac readings (should be 325/325). Installed a known good display sub assembly. Power user interface module on to user mode, with software 4.6b installed, no issues were found, the uut cycle correctly. The reported complaint was confirmed and duplicated. This is isolated to faulty display sub assy, user interface module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the display is blank during use on a patient on the avea ventilator. The customer confirmed there was no patient harm associated with the reported event.